Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid [30 mg/ml] at a dose of 2.293 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that the patient presented to the emergency room (ER) on (B)(6) 2017 with increased pain. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. Surgical intervention occurred to resolve the issue as the existing catheter was completely explanted and replaced on (B)(6) 2017. It was indicated that the catheter would not be returned as the customer refused. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note that ¿no injury¿ is conflicting with the report that surgical intervention occurred). The patient¿s medical history included lupus. The patient weight was asked but was unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.